Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture thresholds, with a suspected microdislodgement and perforation. A new lead was implanted. No additional adverse patient effects were reported.